Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. History anomaly on carelink and the insulin pump with the blood glucose meter tests were unverified due to blank display. The device received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a history anomaly. The blood glucose at the time of the incident was unknown. The called stated that the health care professional uploaded the customer's insulin pump but there were a lot of missing data. The customer's reports include several dates that do not contain any information. Troubleshooting was not able to resolve the issue and advised to replace the insulin pump because it is under warranty. The device was returned for analysis.